Manufacturer narrative:
(B)(4).

Event description:
It was reported the extension line was found ruptured during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one connector assembly for evaluation. The sample contained obvious signs of use in the form of biological material. Visual analysis revealed the red (arterial) luer hub contained a single large crack. This damage is consistent with repeated tightening on the luer. The returned sample was functionally tested in accordance with the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush hub connection assembly with sterile normal saline for injection and clamp extension lines to contain saline within lumen(s)." When the arterial luer was flushed, slight leaking was observed from the crack. The venous luer flushed as expected. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit cautions the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. The arterial (red) luer hub contained one large crack. The appearance of the crack is consistent with overtightening on the luer. A device history record review was performed with no relevant findings. Based on the customer report and the condition of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature. Corrected data: section h.6.-medical device code corrected to 1135.

Event description:
It was reported the extension line was found ruptured during use on the patient. No patient harm reported. The patient's condition is reported as fine.